Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
The report states: "79 yo male had computed tomography angiography chest (r/o pulmonary embolism). Upon administration of flush, blue lumen of central venous catheter expanded and split 2/3 of the external length of said lumen. The line was then clamped and another lumen used for completion of the exam. The patient did not c/o any issues. No evidence of infiltration at site nor evidence of catheter damage distally on imaging /no extravasation of site either. Central line was identified as power injectable. Patency of the line was obtained by rad tech without incidence. Hand saline flush was completed without incidence. Power injector line was connected to lumen with 5ml/sec marked on the hub." The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The report states: "79 yo male had computed tomography angiography chest (r/o pulmonary embolism). Upon administration of flush, blue lumen of central venous catheter expanded and split 2/3 of the external length of said lumen. The line was then clamped and another lumen used for completion of the exam. The patient did not c/o any issues. No evidence of infiltration at site nor evidence of catheter damage distally on imaging /no extravasation of site either. Central line was identified as power injectable. Patency of the line was obtained by rad tech without incidence. Hand saline flush was completed without incidence. Power injector line was connected to lumen with 5ml/sec marked on the hub." The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.